Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had one of the keypads did not work the b keypad. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer stated that insulin pump had bolus keypad did not respond. Customer stated that they observed time clock for one minute and time was advances. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to j2 connector unlocked on lcd board. No button error alarm during testing. Device passed displacement test and self test